Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter and the catheter was difficult to withdraw. After isolating the left veins the physician moved onto the right veins and found the guidewire was difficult to advance into the right superior pulmonary vein (rspv). While attempting to troubleshoot the issue they found they could not withdraw the guidewire either. The physician had to undeploy into basket and forcefully pulled the catheter back into the sheath. When the catheter was removed from the patient, they observed a piece of tissue trapped between the catheter and the guidewire at the distal end of the device. When they attempted to remove the guidewire from the catheter, outside of the patient, the guidewire unraveled. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter and the catheter was difficult to withdraw. After isolating the left veins the physician moved onto the right veins and found the guidewire was difficult to advance into the right superior pulmonary vein (rspv). While attempting to troubleshoot the issue they found they could not withdraw the guidewire either. The physician had to undeploy into basket and forcefully pulled the catheter back into the sheath. When the catheter was removed from the patient, they observed a piece of tissue trapped between the catheter and the guidewire at the distal end of the device. When they attempted to remove the guidewire from the catheter, outside of the patient, the guidewire unraveled. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis. It was reported that during a pulse field ablation (pfa) procedure the farawave 31 mm - us catheter was selected for use, farawave catheter was prepared and inserted into the body according to normal protocol. Started with ablation of the left pulmonary veins which was successful. Moved to the right super pulmonary vein (rspv) and the physician had a difficult time advancing the guide wire out that vein. Physician began to try to move catheter back and forth but felt resistance. Physician could not advance or retract the guide wire from the catheter. Then the physician undeployed into basket and forcibly removed the catheter and pulled it into the sheath, bringing both the sheath and catheter into the right atrium. Up on removing the catheter from the body, the physician and I both examined the distal tip of the catheter and notice the guide wire was stuck in the distal end of the catheter along with a piece of tissue that had been entrapped. Lab staff attempted to pull the guide wire out of the catheter and the guide wire would not budge and instead unraveled. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.